Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis was normal. No anomaly was found.

Event description:
It was reported that loss of capture and high capture threshold were observed. No abnormalities in lead placement were seen on fluoroscopy. The lead was explanted and replaced. Patient condition was stable following the event.